Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call. The luminometer was checked and cleaned. The wash station, port dispenses, pumps, syringes, tubing, and fittings were all checked. The cse ran 30 repetitions of multi diluent and quality control (qc) without issue. No advia centaur cp system issues were observed. The cause for the non reproducible elevated advia centaur cp tni-ultra result is unknown. The customer's quality control results were within acceptable ranges at the time of the incident. The customer reported that they use a stat spin @ rpm of 5100 for 3 minutes. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Based on the information provided, we cannot rule out pre-analytic factors leading to fibrin interference as a contributing factor. No conclusion can be drawn. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A non reproduce falsely elevated advia centaur cp cardiac troponin I (tni-ultra) result was obtained on a patient sample. The customer performed repeat testing of the original sample on an alternate advia centaur cp system, and the tni-ultra result was lower. The sample was repeated on the original advia centaur cp system, and the result was lower. The lower tni- ultra result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur cp tni-ultra result.